Event description:
The facility representative reported a colleague infusion pump displaying a 531 failure code during biomedical testing. The customer also provided details suggesting that the device had shut down when it was disconnected from ac power. According to the hospital representative, no patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). This device will not be returned to the manufacturer for service. A follow-up report will be filed if any additional information becomes available.